Event description:
Patient experiences itching sensation inside graft during hemodialysis treatment. This had occurred since patient began dialysis treatents in october, 1998. No redness of swelling is reported to the graft's area.